Manufacturer narrative:
No patient information provided to date after phone calls requesting information 09/30/20, 10/01/20, and 10/07/20. A ge healthcare service representative performed a checkout of the system with the hospital biomed remotely and confirmed the reported issue. The flow sensor was recommended for replacement to resolve the reported issue.

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation. There was no report of patient injury.